Event description:
The report received from the affiliate indicated that the optease retrievable filter appears to have tilted postpartum, leaving the inferior hook of the device embedded in the wall of the inferior vena cava, making extraction impossible. The date of implant of the retrievable filter is not known at this time. Additional procedural and patient information has been requested, but has not been forthcoming as of yet. The product is not available for evaluation and testing additional information will be submitted within 30 days of receipt.